Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp and removed the cover, compressor and power supply. The fse installed a new power supply unit (0014-00-0033) and reassembled the cover and compressor. All functional checks and pm are ok.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) no longer charges or turns on. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.